Event description:
It was reported that the patient had symptoms of less than 50% therapy relief, further described as total loss of pain relief. The patient returned to pain levels they had before they had the pump, due to the cessation of therapy. Diagnostics had included a dye study and x-rays. The catheter was revised both on the proximal side and the distal side. Part of the original catheter remains. This would be the central portion, as the distal and proximal parts were replaced with new catheter pieces. The distal piece was replaced due to dislodgement of the catheter from the spine. The proximal piece was replaced due to the catheter being twisted multiple times due to the pump flipping in the pocket. After the catheter was revised, normal flow of cerebrospinal (csf) was noted and a patent catheter was apparent. The catheter was reconnected to the pump and normal operation was acquired. There was pump movement in the pocket, and it was noted the patient fell 14 times since her implant. The reason for the pump flipping was unknown. It was noted there was good placement; they were unsure if the pump was tied down during the initial implant. There was nothing incorrect about the position of the pump. It had flipped ¿over and over.¿ it was placed back in the original pocket after the catheter was revised, and was tied down within the pocket to prevent flipping. The patient recovered without permanent impairment. The pump system was being used to infuse morphine (unknown).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).